Event description:
A pt was treated with one application of freeze off on a plantar wart located on the bottom of foot. Treated area swelled and had red streaks (unknown time interval). Family member took pt to hosp where ER physician cut the treated area open and reported an infection.